Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was diagnosed with parkinson's 35 years ago and was in pretty bad shape, further stating that the patient was not going great and they knew something was wrong. It was reported that the patient told a family member about a week ago and thought they needed to be reprogrammed. They checked the patient's device the day prior to the report, and the implant on the left side said end of service (eos). It was stated that the patient was shaking bad on one side and it was confirmed that it was the right side, but it was noted that patient always shakes. It was also reported that the patient's neck was very stiff, on one side further mentioning that patient could no longer get in a car. It was reviewed for patient to contact managing physician to schedule replacement surgery. It was stated that patient had an appointment with the health care professional (hcp) on (B)(6), hcp told them to call the manufacturer and ask the manufacturer's representative (rep) to be there. An email was sent to the rep. The caller asked it was normal for the device to only last 18 months, and it was reviewed that it depended on settings and usage. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
Analysis results not yet available at this time. Will send a report once results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the cause of the premature depletion of the device was not determined. Patient reported that a new battery was implanted on (B)(6) 2018. It was also noted that the shaking/stiff neck were resolved.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating the battery was not replaced due to normal battery depletion. The battery was replaced because there was a malfunction with the non-rechargeable device which was said to be unrelated to the longevity issue. The caller did not know details about the malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results not available at this time, will be sent once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicating the battery was replaced due to premature battery failure, further stating that the battery depleted sooner than expected with no warning. Patient was having some negative symptoms , they were completely gone on one side and stiff as a board. It was stated that the patient's right arm goes when they get nervous. It was noted that the manufacturer's representative (rep) was at the patient's replacement surgery but did not know if the rep was aware of the patient's symptoms. It was also reported that patient was diagnosed with huntington's disease. It was stated that the battery was already replaced at the time of this report. It was reported that patient was diagnosed at age 30 with parkinson's and was very immobile. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacture representative (rep). It was reported the battery only lasted one year and premature battery depletion was suspected. No known environmental/external/or patient factors were thought to have led or contributed to the issue. The patient called the office when the battery died and shut off causing the patient symptoms to return. The physician confirmed that the battery was off and "dead". An emergency replacement was scheduled and the depleted battery was replaced on (B)(6)2018.the issue was resolved and the patient was alive without injury at the time of the report.

Manufacturer narrative:
Analysis of the neurostimulator , serial number (B)(4) found the battery was at normal end of life and telemetry/output was ok. If information is provided in the future, a supplemental report will be issued.